Event description:
It was reported that a smiths medical pump alarmed no disposable. Narrative from reporter: silenced, reviewed settings and powered pump off. Closed clamp and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Patient not affected. Rate- 2ml/hr, given- 84.35, resvol- 8.3ml. No further information available.